Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c29 that has a similar product distributed in the us, list number 06l27. (B)(4). (B)(6).

Event description:
The customer reports (B)(6) architect havab igg assay results for one patient generated on an architect i2000sr analyzer. The patient sample generated (B)(6) results of (B)(6). The sample was then tested on a non-abbott platform and generated a (B)(6) result of less than 15 miu/ml. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
No returns were made available from the customer site for this evaluation. Specificity testing was performed with an in-house retained kit of lot 34369li00. The specificity of this lot of architect havab igg was found to be within the assay package insert specifications. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect havab igg assay package insert contains information to address the current customer issue. Based on the results of the current product evaluation, it was determined that the architect havab igg reagent, list number (B)(4), lot number 34369li00 is performing acceptably. A product malfunction was not identified.